Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when preparing to leave the stomach with a big bend, after pressing the green insurance, the push plate does not respond. The device cannot be fired, and it cannot be fired several times, the reload was taken out of the body and no pre-firing was found, so the reload was replaced with a new one to complete the case. There was no patient injury.